Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation in-clinic, episodes of auto mode switch (ams) was noted due to far field r-wave oversensing. Programming change was made. At subsequent follow-ups, further episodes were seen. Patient has been active and has the urge to cough. Further programming changes were made, and no additional episodes were detected. It was concluded that the oversensing may be due to positioned of the right atrial lead. The event was resolved without sequelae.